Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, it had cost to make the firing, although afterwards it had gone well. The indicator was located at middle-b for the firing. The healthcare professional waited 15 seconds after closing the device and then retightened prior to firing. The device was not difficult to close, but the surgeon had to perform excessive force to perform the firing of the medical device. Audible and tactile feedback was received when firing the device. The donuts were inspected and they were formed correctly. A complete transection of the cutting washer was visually confirmed. No staple formation issues were identified. The patient is healthy. No patient consequences were reported.